Event description:
It was reported that the wifi adaptor broke in to multiple pieces resulting in exposed circuitry. The wifi adaptor was replaced and no adverse consequences were reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.